Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluaiton codes - updated due to analysis of part returned conclusion code (annex d) - remove d02 and add d15 component code (annex g) - remove g02005 and add g07001 h3: device evaluation summary: updated due to analysis of part returned medtronic conducted an investigation based upon all information received. It was reported that during use on a patient this pb980 ventilator entered into backup ventilation (buv) and generated an "alert or settings locked message". The device was available for evaluation. The service personnel (sp) inspected the ventilator and found background diagnostic codes in the logs indicating the unit entered buv. Based on the codes, sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The unit passed all calibrations and tests per manufacturer specifications at the time of service. The ifm pcba was returned to medtronic for failure investigation. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. Although ifm pcba was replaced based on the codes, the returned component was analyzed and tested satisfactorily. With the information available a likely cause could not be determined. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during use on a patient this pb980 ventilator entered into backup ventilation (buv) and generated an "alert or settings locked message". The device was available for evaluation. The service personnel (sp) inspected the ventilator and found background diagnostic codes in the logs indicating the unit entered buv. Based on the codes, sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The unit passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in the ifm pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all quality specifications. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use on a patient this 980 ventilator entered into backup ventilation (buv) and generated an "alert or settings locked message". The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.